Manufacturer narrative:
Patient age or date of birth, gender, and weight not available for reporting. UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) procedure of the middle phalange to treat a fracture. The surgeon was getting ready to use the drill that had been used earlier in the case for screw placement when the drill bit broke in half. The device malfunction did not occur over the patient. Forceps were used to pull the fragment piece out of the power driver. The other fragment piece was not located. There was a 5 minute surgical delay related to this event. A routine intraoperative x-ray was taken as per standard procedure and it showed no fragment finding. There was another drill bit available to use to complete the case. No harm was reported to the patient. The patient outcome was reported stable. Concomitant devices reported: drill (part number unknown, lot number unknown, quantity 1), forceps (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for (B)(4).